Manufacturer narrative:
Follow-up #1: date of 10/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: there was no unexplained time loss/gain observed. The black box showed manual time/date changes after pump reboots. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test; however when the pump was left without power for 1 hour and pump was powered back on, it had returned to the default time/date 12:00am 1/1/2007. The pump was opened and the internal battery (bt1) was found to be leaking .the time test was started but not completed due a bt1 failure. Unrelated to the original complaint, the display screen had a pinkish contrast and the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that pump's time gained more than five minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.